Event description:
The facility representative reported a colleague infusion pump with a 807:01 failure code. It is unknown when this condition occurred in the intensive care unit. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 807:01 was confirmed during product evaluation. However, the root cause of the reported problem could not be determined. Therefore, no repairs have been made at this time. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.